Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the implantable pulse generator (ipg) was placed in magnetic resonance imaging (MRI) mode the patient experienced pocket stimulation. Insulation damage in the pocket was suspected. The lead remains in use. No further patient complications have been reported as a result of this event.